Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. No information provided to date. Lot number is unknown. Initial reporter also sent report to FDA is unknown. No information provided to date. Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported device alarmed for no disposable clamp tubing. Secondary pump utilized, but issue still presented. Advised multiple cassettes from the last shipment would give this error and not run on either pump. Issue was resolved by utilizing a new cassette. No patient injury reported.